Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per the ivc territory business manager, the underside bracket weld that attaches the seat pan on legrest is damaged. MDR filed.